Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis could not confirm the customer comment of a broken knob. Both output connectors were broken, hanger was co ntaminated, capacitor c277 was damaged on the main printed circuit board (pcb), upper case was broken around rate, atrial output and menu encoders. Encoders were contaminated (rust), all four knobs were contaminated (rust). Battery drawer stuck, lower case. Display frame had one boss stripped, both output connector nuts were discolored, hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg had broken knobs. The epg was returned for service.